Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-02339.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coil) and a penumbra smart coil detachment handle (handle). During the procedure, the physician advanced the first smart coil into the target vessel using a non-penumbra microcatheter and the handle to detach it; however, the coil failed to detach. Therefore, the physician manually detached the smart coil and successfully implanted it. The physician then attempted to advance a second smart coil. After three attempts to detach the smart coil using the handle, as well as an attempt to manually detach it, the smart coil was retracted. However, while retracting, the smart coil unintentionally detached near the hub of the microcatheter. Therefore, the smart coil and microcatheter were removed together. The procedure was completed using another microcatheter and additional coils. There was no report of an adverse effect to the patient.